Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that lead exhibited oversensing prior to explant.

Event description:
It was reported that lead dislodgement was observed via x-ray. The lead was explanted and replaced when repositioning was unsuccessful. There were no complications to the patient during or after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.